Event description:
The pharmacist and risk manager at the hospital, alleged the following event, "during a surgery, the tip of the drill fractured." Additional infomation extracted from the report operative : "distal locking 2 times by hand guided by fluoroscopy. Proximal locking guided by the tool included in the kit. The distal fragment of the drill is left in place but does not prevent the implementation of the proximal locking screw."

Manufacturer narrative:
Evaluation summary: the item returned matched the report and the damage found at the device confirmed the reported event. Deviations in material and manufacturing were not found. The breakage was most likely caused by drilling under misalignment and / or contact with a hard object. In addition, appearance of damage suggests that high axial load having been applied to the device had led to the breakage. The root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. Review of complaint history, databases and risk analysis did not identify any conspicuity. No nonconformity was identified.

Event description:
The pharmacist and risk manager at the hospital, alleged the following event, "during a surgery, the tip of the drill fractured." Additional infomation extracted from the report operative : "distal locking 2 times by hand guided by fluoroscopy. Proximal locking guided by the tool included in the kit. The distal fragment of the drill is left in place but does not prevent the implementation of the proximal locking screw."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.